Manufacturer narrative:
The insulin pump failed leak test. The pump was received with cracked case near belt clip rails corners. The pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was also received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of keypad overlay damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.